Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional multi link referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was treat a mildly tortuous right coronary artery that was 80% stenosed. A 4.0x18mm multi-link stent balloon was advanced to the lesion and inflated to 20 atmospheres and ruptured. During removal resistance was met with a non-abbott guiding catheter and the units had to be removed altogether. Then another 4.0x23mm multi-link stent-balloon was advanced to the lesion and deployed without issue at 12 atmospheres. The balloon was completely deflated but when pulling it back, it was noted it did not refold tightly. During removal it got stuck in another non-abbott guiding catheter. Both devices (guiding catheter and stent-balloon) had to be removed altogether as a single unit. There was no adverse patient effects and no clinically significant delay. No additional information was provided.